Event description:
The dental implant fx4512swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 28 days after implantation. The patient has history of bruxism. The doctor noted bone resorption during explantation. The patient has recovered without complications.